Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier failed intermittently. The customer attempted to reboot the station, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner to scan the badge was failed. A field service engineer fse logged into the system, identified no issue with the biometric identifier, but the user was not able to use the barcode scanner to scan the badge for user identification as the scanner was adding characters. Fse reset the scanner and confirmed that the user was able to login and the issue was resolved. The system functioned as intended after the field service engineer had troubleshot the device.